Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015 with hyperglycemia. Customer stated that the insulin pump was not delivering. Blood glucose value at the time of admission was 189 mg/dl. The customer had disconnected the insulin pump a few hours prior to the incident. She also reported that the insulin pump is alarming bad battery when changing the battery and she has noticed that the piston does not move forward completely. The customer did not have the device to troubleshoot and stated she would call back.